Event description:
The pt is pursuing a product liability claim arising out of the use of an unk nexgen knee product. It is reported by the pt's counsel that the pt received a nexgen posterior femoral block, a nexgen posterior femoral block, a nexgen distal femoral block and a nexgen augmentation patella implant on (B)(6) 2012 and was revised on (B)(6) 2012 due to septic knee bursitis.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.